Manufacturer narrative:
(B)(4).

Event description:
A catheter fracture was reported and confirmed. It was fractured at v-wing anchor site. The pt was in the operating room as the physician wanted to determine patency up till the broken point of catheter. No pt adverse events were reported. It was later reported that the distal end of the catheter was revised and the old catheter was left implanted. The drug in the pump was morphine 55mg/ml. The pt sustained no injury and was receiving effective therapy. A follow-up report will be sent if additional info becomes available.